Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when trying to load exams for a case two days in advance, the navigation system blacked out after the ¿select surgeon¿ screen and indicated ¿no input detected.¿ three restarts did not resolve the issue. There was no patient present when this issue was observed. An update was later received from a medtronic representative. It was reported that the following day the site could load a patient exam. All the connections were tightened and the medtronic representative could not make the system go black.